Event description:
It was reported that balloon ruptured occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and the patient was in good condition after the procedure.